Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent dislodgement resulting in permanent damage. Device issue: stent dislodgement. It was reported that in '08, an attempt was made to insert the stent; however, it did not show up on the x-ray. Based on previous experience, the stent was removed and replaced with another stent. The second attempt was made correctly. No additional event or pt info is available. Based on lab analysis of the device, which was returned without the stent, this is being conservatively filed as a stent dislodgement.

Manufacturer narrative:
Results code - product performance engineering was unable to complete an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and in the balloon. The stent implant was not returned. There were visible crimp marks on the balloon. The balloon was loosely folded. The sds was returned looped in a coil configuration and there were multiple bends in the hypotube. There was no other damage noted to the sds. Product performance engineering was unable to complete an eval at the time of this report. Results and conclusions will be forwarded upon completion.